Manufacturer narrative:
Conclusion code was corrected.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bm3w, implanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
The consumer reported they were on antibiotics and had been having digestive problems. The indication for use for this patient was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome was provided regarding this event, so additional information was requested. If additional information is received a supplemental report will be sent.